Event description:
It was reported that the customer went to the emergency room with an elevated blood glucose (bg) level that was displayed as "high"; although a specific value was not provided. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin. The customer was released the same day with issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.